Event description:
On (B)(6) 2025, customer contacted acorn stairlifts, inc for service on the stairlift. She stated that the key was broken off inside the key switch. Customer explained that she caused the damage because she fell on it. She was going to use the stairlift to go downstairs, she forgot to fold the seat down & sat down and snapped off the key & fell to the ground. She sustained a knee injury that required the fluid to be drained from her knee.